Event description:
The customer reported the therapy cable was not working. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.